Event description:
IV safety slide clamp (the one that engages automatically when the tubing is pulled out) did not engage and the medication flowed into the pt. The clamps and tubing were not saved in the first incident, but were for the other two incidents. Event #1: 4-port. Per rn #1, the safety slide clamp (the one that automatically engages when the tubing is pulled out) did not engage, the medication flowed directly into the pt. Systolic blood pressure dramatically increased to 290. The tubing was not saved. (B)(4). See also mw5056821 and 5056822.